Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable event description: it was reported, a filiform double pigtail ureteral stent was placed in (B)(6) 2020 (exact date not specified), for ureterostenosis, following a ureteral lithotripsy for ureteral calculi. On (B)(6) 2020, while attempting to remove the stent, the stent broke. The physician removed the separated sections of stent by ureteral grasping forceps under ureteroscope. No sections of the stent remained in the patient. It was also reported that the stent was not encrusted and that the patients anatomy was not tortuous. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned for investigation. A video demonstrating the failure of separation of the device was provided showing the stent being separated into multiple sections by the user. It is not possible to determine the force required to separate the stent from the video. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history and quality control documents indicate the complaint device and devices for the same lot, similar devices in house and in the field meet cook`s specification. A review of the device instructions for use (IFU) for the reported failure mode was completed. The IFU states, ¿do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ there is no information regarding, how the stent was initially prepared, or if there was difficulty during placement. Additionally, no information was provided if any resistance was felt during the removal procedure. Difficulty or resistance with placement and removal could potentially cause the user to manipulate the device. This varying manipulation could contribute to the separation. The IFU also states, ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0fr are suggested.¿ there is no information regarding the initial placement of the stent. It is possible that acute bending and/or overstressing during placement contributed to the failure of device. Cook has concluded a component failure contributed the complaint. Based on the information it has not been possible to rule out product handling, medical procedure, device failure, or manufacturing as possible contributing factors to the stent failing. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a filiform double pigtail ureteral stent was placed in (B)(6) 2020 (exact date not specified), for ureterostenosis, following a ureteral lithotripsy for ureteral calculi. On (B)(6) 2020, while attempting to remove the stent, the stent broke. The physician removed the separated sections of stent by ureteral grasping forceps under ureteroscope. No sections of the stent remained in the patient. It was also reported that the stent was not encrusted and that the patients anatomy was not tortuous. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.